Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there was a black screen on the right viewer inside the surgeon console. Prior to calling intuitive surgical, inc. (Isi) technical support, the customer power cycled the system, performed a hard power cycle on the system, and swapped endoscopes but the issue remained. The technical support engineer (tse) reviewed the logs and confirmed the issue. Tse walked the customer through reseating the blue fiber cable on both ends connecting the surgeon side console (ssc) to the system, but the issue remained. Customer stated when an endoscope was installed, they were able to swap between the right and left eye without issue, but the ssc screen remained black. The tse had the customer remove all connections into the ssc for external monitors, but the issue remained. Tse inquired if there was a spare ssc available, customer said no. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated the issue occurred prior to starting procedure after the anesthesia was administered. The ports were not placed. The image on the right eye was confirmed to be completely black. System functionality was checked upon powering on the system. There were no errors upon initially powering on the system. Technical support was called to troubleshoot after reseating the cables the issue remained. The staff was unable to resolve the issue, and the surgeon elected to convert to traditional laparoscopic surgery. It was confirmed the patient was able to tolerate the change. The reporter was unable to determine if port incision increased or additional ports were being placed. Technical support was contacted prior to converting the procedure. No harm or injury reported to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse swapped out the right monitor, but issue remained. The fse then swapped dvi cables at the personality module surgeon console (pmsc) and right eye had vision and left did not. The fse ordered a pmsc for replacement. The tse also advised to swap blue fiber cables in case it was causing video issues. The fse replaced the high resolution stereoscopic viewer (hrsv) and pmsc to resolve the issue. System tested and verified as ready for use. Isi has received the hrsv; however, failure analysis has not completed their investigation. Isi has not received the pmsc for failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The high-resolution stereoscope viewer (hrsv) was installed on the right side of the test system. The system powered up with no issues, except the right eye monitor is dead. No images are being shown on the right eye of the surgeon side console (ssc).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. This pmav was installed onto a patient side cart (psc) test system start-up, all video out ports, and all vision images were checked and looked good. There was no problem detected and the technician continued to run 10x power cycles and the unit sat idle for one hour. The technician was unable to replicate the reported problem.

Event description:
Refer to h10/h11 for follow-up information.